Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -05.00 diopter , implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation- the lens was returned with moisture in a microcentrifuge vial. Visual inspection found lens haptic torn. Corrected data: patient identifier corrected from "(B)(6)" to "(B)(6)" for initial MDR. Claim# (B)(4).